Event description:
Facilities have identified an issue with the disposable olympia uropass access sheath tips- it is breaking apart within the package and during the procedure. Multiple lot# and product # are affected. Multiple tips across various procedures broke off of the device during the procedures. The surgeons were able to recover them without any harm to the patient. Our clinicians have also noted that the tip of the device can be easily broken off within the package. Multiple lot numbers/product numbers affected: 09e2100062 / product # 61224bx; 09j1800111 / product # 61134bx ; 09b1900153/ product # 61238bx ; 09a1900139 / product #61338bx ; 09d2000303 / product # 61324bx and 09l2100130 / product # 61138bx.